Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and both the cardioplegia side and main side actuators were found to be defective and were replaced. The device was tested to factory specifications and passed all tests. (B)(4)."

Event description:
"On (B)(6) 2013 at the (B)(6) hospital in (B)(6), it was reported that there were actuator error messages (1004 and 3004) and temperature regulation problems with the hcu 30 base unit 200-240v serial number (B)(4)."